Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple temperature alarms occurred while charging the pump in room temperature conditions. Additionally, the pump battery was intermittently observed to be depleting rapidly. Tandem technical support instructed the customer to charge the pump completely and monitor the battery performance. Additionally, the customer received a power source alert while plugging the pump into a wall outlet. A replacement wall adapter were sent to the customer. Upon follow up, the customer reported that the replacement wall adapter successfully charged the pump with no further issues. Customer's blood glucose level was 148 mg/dl.